Event description:
The customer stated when he began to use his new contour meter it was set to mmol/l instead of mg/dl no adverse event was alleged. The meter is to be returned for evaluation. A new meter was sent to the customer.